Event description:
A false elevated advia centaur digoxin test result was obtained on a patient sample. The patient's digoxin medication was discontinued. On subsequent days, the customer performed repeat sample testing and sample dilution testing and obtained elevated results. The elevated advia centaur digoxin test results were discordant when compared to an alternate test method. There was no report of adverse health consequences due to the falsely elevated advia centaur digoxin results and the discontinuation of medication.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00332 on (B)(6) 2012. (B)(4) 2012: additional information: the customer informed siemens that the following medication bumetanide (2mg od) and trimethoprim were also being taken and discontinued when the patient was admitted to the hospital. Four patient test samples were provided to siemens for additional investigation. The test results were run neat and compatible with the results initially reported by the customer. One patient sample was serially diluted and treated with a heterophilic blocking tube (hbt) and the results were elevated. The higher than expected results may be due to an interfering substance but not likely attributed to a heterophilic antibody. No conclusion can be drawn. Siemens patient sample test data: (B)(6). Note: all four samples are the same patient. Serial dilution results (ng/ml): (B)(6). Note: serial dilutions with multi diluent 4.

Manufacturer narrative:
The cause for the falsely elevated advia centaur digoxin results is unknown and may be attributed to an interfering substance. The calibration and qc was acceptable. The instrument is performing within specification. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."